Event description:
This report is being supplemented to provide additional information received from the customer as reflected in b5. It was additionally reported that the issue occurred in the middle of an endoscopic retrograde cholangiopancreatography procedure. The procedure was delayed for an unspecified time to retrieve the cover and was then completed with a new distal cover.

Event description:
It was reported that the distal cover fell off from the duodenovideoscope and into the patient during an unspecified therapeutic procedure. The customer retrieved the distal cover successfully without any issues. There were no reports of patient harm. Additional information was requested but no further information was obtained at this time. This report is related to the following linked patient identifier: (B)(6).

Event description:
Updated d4 to 04953170441271.